Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 patient code: no code available (3191) used to capture the surgical intervention and medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: d7.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. Saw one of his patient at a 5 year follow up. Upon taking x-rays he noticed what's believed to be significant poly wear to the altrx liner implanted. Implants: 46mm pinnacle cup, 28id/46od +4 10d liner, 28mm +6 (unclear if metal or ceramic was used based on op report that is why it is not entered in the impacted product listing below), and a 36stnd 9x14 srom femoral stem. Dr. Did the contralateral side in the following year also using the srom stem. There does not appear to be wear seen on that side.